Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause was determined to be a faulty therapy pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Initial medwatch MFR report # 0003015876-2025-00736 was a duplicate of initial medwatch MFR report #(B)(4).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.